Manufacturer narrative:
The closure top was returned for evaluation. Visual inspection revealed that a portion of the threads have fractured off the closure top. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The cross threading can often occur due to misalignment of the screw head on the extender sleeve.

Event description:
It was reported that during the procedure the threads of three closure tops were damaged during the final torquing step. There was a greater than 30 minute delay while they were removed and replaced. There was no additional patient harm reported. This is report two of three for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2020-00261 and 3012447612-2020-00263.

Event description:
It was reported that during the procedure the threads of three closure tops were damaged during the final torquing step. There was a greater than 30 minute delay while they were removed and replaced. There was no additional patient harm reported. This is report two of three for this event.